Manufacturer narrative:
The faulty device is en-route to fisher & paykel healthcare. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in a foreign country. The product is not sold in the USA but it is similar to a product which is sold in the USA.

Event description:
A hospital in a foreign country reported that two connectors were missing from the rt100 kit package.